Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, y-set w/antisiphon vlv, damage/line leaking. The following was provided by the initial reporter: nurse noticed line was leaking at pump initially thought connection was not tight then noticed it was line. When came to replace it snaped close to syringe point.